Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked and partially obstructed due to the crack resulting in the customer being unable to use the pump for insulin deliveries. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.